Event description:
The customer contact reported a leak. The customer contact reported, "leakage on the set." No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
One sealed device was received and evaluated. The device passed testing. No leaks of solution were noted during testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.